Event description:
It was reported by community first responder that during a cardiac arrest, the unit failed and switched itself off. This occurred twice as the device was saying "shock advised" and switched off during the voice prompt.